Event description:
Reportedly, during pt use, one hour after the ac power supply was removed from the unit, the ht70 ventilator did not recognize the power pac battery and it did not run by battery power. There was a "no external power" alarm and a "switched to backup battery" alarm. The ventilator continued to operate normally. The pt was then manually ventilated while being transferred to another ventilator. There were no adverse pt effects reported.